Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely following led to the malfunctions: error e315 occurred due to stress problem identified, the image was not displayed due to electrical/electronic component problem identified, sticky parts were due to stress problem identified. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that due to corrosion on endoscope connector, e315(scope err unsupported scope) occurred, due to damage on scope connector, the image was not displayed, scope cover unit was sticky due to water leakage, also grip and up-down plate were sticky. There was no patient involvement.